Event description:
The MFR received info alleging ventilator experienced low flow while in use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation, and the customer's complaint was confirmed. The device's 10kq potentiometer was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.